Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device had a transmitter failed error. No additional event or patient information is available. Product data was returned for evaluation. Data was reviewed on 09/01/2016. The reported event of transmitter failed error was confirmed. A root cause could not be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Data logs were reviewed and showed the transmitter failed error. The customer complaint of transmitter failed was confirmed. The root cause could not be determined post investigation.